Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the customer's insulin pump were not working properly. The customer further stated there was moisture on the insulin pump after she was at the beach. Her blood glucose level was 56 mg/dl. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. Traces of moisture were found at the lcd board per visual inspection. The unit also was received with cracked case at display window corners and display window, and severely scratched lcd window.